Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that the dressing was creased and this failure has not caused any serious injury in this case or in a patient before, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during treatment, the dressing was obviously creased. Then it was changed to another dressing immediately. Treatment was not delayed. The patient was not harmed.